Event description:
It was reported that a patient underwent cardiac surgery on (B)(6) 2012 and suture was used. The surgery was completed successfully and the patient was transferred to another facility. Approximately six months post operatively, it was found that the suture used for closing the saphenous vein graft was exposed. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.